Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 233-250 mg/dl. The customer changed the infusion set site and a bolus of insulin was used to address the bg level. The cause of the past occlusions could not be determined. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was working with a tandem clinical diabetes specialist to address the occlusions.